Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported that while driving, he lost consciousness and the firefighters were called. The customer was transported to the emergency but while in transit, a sensor scan of 116 mg/dl was received compared to a blood glucose result of 39 mg/dl was obtained on the hcp meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was diagnosed with hypoglycemia and an IV glucose was administered as a treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported that while driving, he lost consciousness and the firefighters were called. The customer was transported to the emergency but while in transit, a sensor scan of 116 mg/dl was received compared to a blood glucose result of 39 mg/dl was obtained on the hcp meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was diagnosed with hypoglycemia and an IV glucose was administered as a treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.